Manufacturer narrative:
Per data log analysis, the last successful calibration was on 25-jul-2019. After that every attempt to calibrate the gas system failed with "oxygen (o2) sensor out of range at calib" and the o2 sensor value of 4023 (max). The o2 sensor was replaced and calibration was successful.

Manufacturer narrative:
Additional information was received that this complaint had already been called in by the user facility and is a duplicate. Results of the investigation can be found on (B)(4) / medwatch #1828100-2019-00449.

Manufacturer narrative:
The fsr replaced the o2 sensor. The electronic patient gas system (epgs) calibrations and operations were checked. The unit operated to the manufacturer's specifications. The suspect part was sent back to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during notice of field correction (nfc) of the device, the oxygen (o2) analyzer could not calibrate. There was no patient involvement.